Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds. The outputs were therefore reprogrammed up to 6 v. Then the patient developed intermittent loss of rv capture with an escape rhythm in the 30 beat per minute range. A chest x-ray was noted to have been performed, which revealed the lead was in place; therefore, it was suspected that the lead was placed on infarcted cardiac tissue. A revision procedure was performed, during which the lead was repositioned to the patient's apex and all lead measurements post procedure were noted to be good. No other adverse patient effects were reported. All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.